Event description:
It was reported that a patient had an overstimulation sensation. It was stated that the patient just replaced the batteries in her handheld device and accidentally turned it on while it was in ¿upright¿ and stated that it ¿hurt really bad¿. It was stated that she didn¿t know how to turn it down and wanted to return to the setting from her last adjustment on 2/5. It was noted that the patient received some assistance with synching to the implantable neurostimulator (ins) and returning to clinician settings. It was noted that the patient was difficult to understand and was easier to understand when she spoke slowly. Additional information received reported that stimulation was intermittent. It was stated that today the patient went out with her husband and turned off the ins. It was stated that when she got home she turned on the ins and it was ¿low¿ so she turned it up and sat for 3 minutes. It was stated that the patient noticed that when she bent over to the right she felt stim but when she turned to the left and twisted her body it turned off. It was noted that this happened 3 times. It was stated that when she turned on the patient programmer she saw the bottom bars flash and a ¿black a went into the c box¿ and it said ¿upright¿. It was stated that the patient did not verify it was off with the patient programmer. It was stated the patient was sitting upright in a recliner. It was stated that using sync to check adaptive stim position resolved the reported issue. It was reported that now when the patient bent over to the left it was staying on again and ¿must be fixed¿. The patient stated that she did not recall any falls or accidents.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).